Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/31/2025, the patient was at an adult daycare program where he began to feel dizzy and had difficulty standing. The nurse at the program called 911. Once emergency medical services arrived, the patient¿s bg meter reading was 60 mg/dl. No cgm comparison value was reported. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was still 60 mg/dl while the cgm was reading 160 mg/dl. The patient was currently in the ER having ¿various tests¿ done at the time of report. There was no documentation of whether any medication or treatment was provided to the patient. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient first had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). A4 weight - additional h2 additional information.